Event description:
The customer reported that the system intermittently shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug connections were reseated. The system was tested and found to be working as intended and put back into service.